Manufacturer narrative:
(B)(4). An evaluation of the stated complaint could not be performed as no device is available for return. A review of the DHR for the lot number provided was performed and there were no manufacturing abnormalities observed. It should be noted that 100% of all devices manufactured go through testing for the approximation wing hinge integrity and both sides must pass for the device to be considered acceptable. Devices that do not pass both sides are rejected. Additionally, all subsequent testing would not have been able to be performed. Without return of the device in question, the complaint cannot be verified or validated.

Event description:
Complete wing broke off while using device.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Complete wing broke off while using device.